Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain, and motional anguish because of the' essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ left insert is not in the proper location/ migration of essure device location of device: 2 cm from cornua'), genital haemorrhage ('excessive bleeding') and arrhythmia ('arrhythmia') in a 41-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laryngitis. Findings: normal uterus, normal ovaries, right fallopian tube with correct placement of essure device. Left essure device coiled outside of fallopian tube just at the junction of the fallopian tube to the uterus. Previously administered products included for contraception: ortho-novum from 2008 to november 2011. Concurrent conditions included sore throat, congestion nasal, ear pain, nausea, sinusitis, allergic rhinitis, pharyngitis, irregular menstrual cycle, menstrual disorder, unilateral leg pain, pain in arm, numbness in leg, shoulder pain, neck pain, joint pain, tingling, shoulder tendinitis and sciatica. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 for contraception, paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female as well as diazepam from (B)(6) 2012 to (B)(6) 2012, ibuprofen since (B)(6) 2012 and medroxyprogesterone acetate (dmpa) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 16 days after insertion of essure. On (B)(6)2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypotension ("hypotension(systolic less than 90 mm hg)") and hypertension ("hypertension (systolic greater than 170 mm hg)"). The patient was treated with surgery (left salpingectomy laparoscopic left fallopian tube ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, arrhythmia, pelvic pain, menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, hypotension and hypertension outcome was unknown. The reporter considered anxiety, arrhythmia, depression, device dislocation, genital haemorrhage, hypertension, hypotension, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain, and motional anguish because of the' essure® device. Trailing coils of essure from ostia : right = 3 coils, left= 4 coils on (B)(6) 2013 fallopian tube ligation. On (B)(6) 2013- she performed tubal ligation surgery. Discrepancy noted in removal date:(B)(6) 2012, (B)(6) 2013(as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.; on (B)(6) 2013: satisfactory location of right essure micro-inserts. Coiled left coil as above. Recommend clinical correlation. Satisfactory tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events - "arrhythmia, excessive bleeding, hypotension, hypertension" were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ left insert is not in the proper location/ migration of essure device location of device: 2 cm from cornua') and arrhythmia ('arrhythmia') in a 41-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laryngitis. Findings: normal uterus, normal ovaries, right fallopian tube with correct placement of essure device. Left essure device coiled outside of fallopian tube just at the junction of the fallopian tube to the uterus. Previously administered products included for contraception: ortho-novum from 2008 to (B)(6) 2011. Concurrent conditions included sore throat, congestion nasal, ear pain, nausea, sinusitis, allergic rhinitis, pharyngitis, irregular menstrual cycle, menstrual disorder, unilateral leg pain, pain in arm, numbness in leg, shoulder pain, neck pain, joint pain, tingling, shoulder tendinitis and sciatica. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 for contraception, paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female as well as diazepam from (B)(6) 2012 to (B)(6) 2012, ibuprofen since (B)(6) 2012 and medroxyprogesterone acetate (dmpa) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 16 days after insertion of essure. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), arrhythmia (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypotension ("hypotension(systolic less than 90 mm hg)") and hypertension ("hypertension (systolic greater than 170 mm hg)"). The patient was treated with surgery (left salpingectomy laparoscopic left fallopian tube ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, arrhythmia, menstrual disorder, depression, anxiety, hypotension and hypertension outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, arrhythmia, depression, device dislocation, genital haemorrhage, hypertension, hypotension, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain, and motional anguish because of the' essure® device. Trailing coils of essure from ostia : right = 3 coils, left= 4 coils on (B)(6) 2013 fallopian tube ligation. On (B)(6) 2013- she performed tubal ligation surgery. Discrepancy noted in removal date: (B)(6) 2012, (B)(6) 2013(as per pfs). She received treatment for event abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.; on (B)(6) 2013: satisfactory location of right essure micro-inserts. Coiled left coil as above. Recommend clinical correlation. Satisfactory tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ left insert is not in the proper location/ migration of essure device location of device: 2 cm from cornua') in a 41-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laryngitis. Findings: normal uterus, normal ovaries, right fallopian tube with correct placement of essure device. Left essure device coiled outside of fallopian tube just at the junction of the fallopian tube to the uterus. Previously administered products included for contraception: ortho-novum from 2008 to (B)(6) 2011. Concurrent conditions included sore throat, congestion nasal, ear pain, nausea, sinusitis, allergic rhinitis, pharyngitis, irregular menstrual cycle, menstrual disorder, unilateral leg pain, pain in arm, numbness in leg, shoulder pain, neck pain, joint pain, tingling, shoulder tendinitis and sciatica. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 for contraception, paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain female as well as diazepam from (B)(6) 2012, ibuprofen since (B)(6) 2012 and medroxyprogesterone acetate (dmpa) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 16 days after insertion of essure. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (left salpingectomy laparoscopic left fallopian tube ligation). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain, and motional anguish because of the' essure® device. Trailing coils of essure from ostia : right = 3 coils, left= 4 coils on (B)(6) 2013 fallopian tube ligation. On (B)(6) 2013- she performed tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure device was successfully occluded.; on (B)(6) 2013: satisfactory location of right essure micro-inserts. Coiled left coil as above. Recommend clinical correlation. Satisfactory tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ left insert is not in the proper location/ migration of essure device location of device: 2 cm from cornua') in a 41-year-old female patient who had essure (batch no. 869748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laryngitis. Findings: normal uterus, normal ovaries, right fallopian tube with correct placement of essure device. Left essure device coiled outside of fallopian tube just at the junction of the fallopian tube to the uterus. Previously administered products included for contraception: ortho-novum from 2008 to november 2011. Concurrent conditions included sore throat, congestion nasal, ear pain, nausea, sinusitis, allergic rhinitis, pharyngitis, irregular menstrual cycle, menstrual disorder, unilateral leg pain, pain in arm, numbness in leg, shoulder pain, neck pain, joint pain, tingling, shoulder tendinitis and sciatica. Concomitant products included medroxyprogesterone acetate (depo-provera) from 18-nov-2011 to 8-aug-2012 for contraception, paracetamol (acetaminophen) since 1-jul-2012 for pelvic pain female as well as diazepam from 8-may-2012 to 6-jul-2012, ibuprofen since 1-jul-2012 and medroxyprogesterone acetate (dmpa) since 5-nov-2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 16 days after insertion of essure. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (left salpingectomy laparoscopic left fallopian tube ligation). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain, and motional anguish because of the' essure® device. Trailing coils of essure from ostia : right = 3 coils, left= 4 coils on 08-feb-2013 fallopian tube ligation. On 08-feb-2013- she performed tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-aug-2012: essure device was successfully occluded.; on 21-jan-2013: satisfactory location of right essure micro-inserts. Coiled left coil as above. Recommend clinical correlation. Satisfactory tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet was received. Lot number was added. Essure removal date added. Events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and event- migration of essure device location of device: 2 cm from cornua clubbed to previous events. Reporter information, height, historical drug, events onset date, severity, concomitant drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ left insert is not in the proper location") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laryngitis. Findings: normal uterus, normal ovaries, right fallopian tube with correct placement of essure device. Left essure device coiled outside of fallopian tube just at the junction of the fallopian tube to the uterus. Concurrent conditions included sore throat, congestion nasal, ear pain, nausea, sinusitis, allergic rhinitis, pharyngitis, irregular menstrual cycle, menstrual disorder, unilateral leg pain, pain in arm, numbness in leg, shoulder pain, neck pain, joint pain, tingling, shoulder tendinitis and sciatica. Concomitant products included medroxyprogesterone acetate (dmpa) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (left salpingectomy laparoscopic left fallopian tube ligation). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain, and motional anguish because of the' essure® device. Trailing coils of essure from ostia : right = 3 coils, left= 4 coils. On (B)(6) 2013 fallopian tube ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.; on (B)(6) 2013: satisfactory location of right essure micro-inserts. Coiled left coil as above. Recommend clinical correlation. Satisfactory tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: mr received. Removal of left side of essure information was added. Case becomes incident and intervention required ticked for event device dislocation. New reporters, concomitant conditions and drugs added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain, and motional anguish because of the' essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.